Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred. A tacticath quartz ablation catheter was used to perform ablation on the right isthmus. An echocardiogram revealed a pericardial effusion, which required no intervention. The patient remained stable and recovered well. There were no performance issues with the tacticath quartz ablation catheter.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.